Manufacturer narrative:
This returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced shortness of breath and left chest discomfort. Imaging test showed that this rv lead had perforated the rv apex. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported. This rv lead was returned.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced shortness of breath and left chest discomfort. Imaging test showed that this rv lead had perforated the rv apex. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.